Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The anesthesiologist administered heparin after the physician gained access to the patient. The physician inserted the was and positioned it in the left atrium of the patient. The physician then inserted the pigtail catheter into the patient and at this time a thrombus was noted on the tip of the was and on the pigtail catheter. The physician aspirated and additional heparin was administered. The pigtail catheter was removed, and the physician waited to proceed with the procedure until they reached a therapeutic activated clotting time. A new pigtail catheter was positioned into the la. A thrombus immediately formed on the pigtail catheter again. The physician aspirated and removed everything. The patient was given additional heparin and then a new was and pigtail catheter were used. The procedure was then continued and successfully completed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient is expected to make a full recovery from this event and be discharged from the hospital.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038024661. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (additional device required). Risk review. A risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The anesthesiologist administered heparin after the physician gained access to the patient. The physician inserted the was and positioned it in the left atrium of the patient. The physician then inserted the pigtail catheter into the patient and at this time a thrombus was noted on the tip of the was and on the pigtail catheter. The physician aspirated and additional heparin was administered. The pigtail catheter was removed, and the physician waited to proceed with the procedure until they reached a therapeutic activated clotting time. A new pigtail catheter was positioned into the la. A thrombus immediately formed on the pigtail catheter again. The physician aspirated and removed everything. The patient was given additional heparin and then a new was and pigtail catheter were used. The procedure was then continued and successfully completed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient is expected to make a full recovery from this event and be discharged from the hospital.